Event description:
It was reported that the carrier and lead extension snapped when tunneler removal was attempted. The following series of events occurred: the carrier was placed into the tunneler; a tunneler removal was attempted but the carrier and lead extensions got caught in the patient; force was applied to remove the tunneler; the carrier and extension lead snapped. The lead extension was removed due to breakage. No patient injury was reported.

Manufacturer narrative:
(B) (4): the carrier was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.